Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation, service required codes were found in the downloaded event log related to the internal battery. The device's internal battery needs replaced to address the issue.